Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It was reported that the trek rx balloon was inflated to 27 atmospheres (atm). It should be noted that the trek rx instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the moderately tortuous and heavily calcified circumflex artery. The 2.5 x 12 mm trek dilatation catheter was advanced to the target lesion and was inflated to 27 atmospheres on the first inflation. The balloon ruptured and was removed without difficulty. The procedure was completed with implantation of a 2.5 x 12 mm xience alpine stent. There was no adverse patient effect and no clinically significant delay. No additional information was provided.